Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump quit working and did not turn on. The patient¿s blood glucose was over 300 mg/dl. The customer stated that the display was blank. The display did not report after inserting new battery. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.